Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, a leak was noted from the outlet of the reservoir. It started as a torrent, and the 1/4 inch adaptor was re-tightened and the leak lessened but could not be stopped. A new 1/4 inch adaptor was changed out, but the leak continued. The entire oxygenator was changed out and the surgery was completed successfully. No impact to pt as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).